Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a delayed infusion of vancomycin. The nurse claimed that the vancomycin (set up as a secondary infusions) was running concurrently with the normal saline (set up as a primary infusions) which delayed infusion time. Each programmed infusion was at a rate less than 200 ml/hr. The director of critical care believes this claim to be inaccurate and that the nurse likely forgot to unclamp the secondary line. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.